Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 twin pump. The event occurred during a service check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2024 (B)(6). The motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However according to the hl20 risk assessment this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps). Based on the results the reported failure "safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the error message "safety-s" was displayed on a hl20 twin pump. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2024-02-03. The motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-02-09 for the period of 2016-02-05 to 2024-02-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-02-05. A follow-up medwatch will be submitted when additional information becomes available.